Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited oversensing, noise, elevated sensing integrity counter (sic), and post-pace t-wave oversensing (twos). In addition, there was an implantable cardioverter defibrillator (ICD) sensing/detection problem related to the rv lead noise and sic. It was noted that the lead and device noise issues were potentially related to diathermy and instruments used during cardiothoracic surgery. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.